Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility identified broken wires on the large suturecut needle driver instrument during setup. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed there was a broken grip close cable at the distal idlers. The idler pulley spun freely. The cable segment stuck out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional damage not reported by the customer was a damaged pulley. The distal idler pulley on which broken cable was seated had a section that was bent inwards. Evidence not conclusive, but pulley damage was likely due to mishandling and this damage likely contributed to cable breakage. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.